Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). (B)(4). On (B)(6) 2018, it was reported that the graft was destroyed by either the mesher or cutter. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(4), 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports. Product review of the skin graft mesher on (B)(6) 2018 revealed that the comb was damaged which would cause the bad graft. The pretest could not be performed due to the damaged comb. The 1:1 ratio cutter, serial number (B)(4), 1.5:1 ratio cutter, serial number (B)(4), 2:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced passing sample grafts. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the damaged comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the comb was damaged which would cause the graft to became damaged. The cause of the destroyed graft was due to the damaged comb. The root cause of the destroyed graft could not be determined with the provided information since it is unknown how the damage occurred. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any...

Event description:
It was reported that the graft was torn, but the un-torn part of the graft was stretched to accommodate. There was no additional graft required. No patient consequences were reported as a result of this malfunction.